Event description:
It was reported that the patient presented for a routine device check following a lead implantation procedure. Upon interrogation, it was noted that the right ventricular (rv) lead had lost capture. A chest x-ray revealed that the rv lead had dislodged. The lead was subsequently explanted and replaced. The patient remained in stable condition throughout.

Manufacturer narrative:
The reported events were dislodgment and failure to capture. A complete lead was returned for analysis. Visual examination of the lead found the helix retracted and clogged with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.